Event description:
Medtronic received information that this transcatheter pulmonic valve (implanted in the tricuspid position) was reported to have exhibited calcification and cuspal stiffening after two weeks implant duration. It was reported that on echocardiogram there was evidence of stenosis and central regurgitation. Another transcatheter valve (another manufacturer) was implanted valve-in-valve, and the valves remained implanted. There were no adverse patient effects reported, and the patient was reported to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned for analysis. In addition, the serial number was not provided, so a device history review could not be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional information comes available, a supplemental report will be filed. (B)(4).